Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia, with glucose levels in the 300¿390 mg/dl range after a meal, during the initial learning period of the pump. The user discussed differences between teflon and steel cannulas and elected to change the infusion site. Customer care provided assistance that included technical support troubleshooting and education. Investigation of this case revealed no confirmed device malfunction and that the event occurred during early adaptation, with potential infusion site contribution. No symptoms associated with high blood glucose reported. Outcomes included self-management without medical intervention. It was concluded that the cause of the hyperglycemia was unclear, and no device failure was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.